Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient's mother that her (B)(6) year-old daughter faced an issue as the infusion set's cannula was kinked and tubing by the cannula was bent. Reportedly, she experienced high blood glucose level which they tried to treat with a multiple daily injection. The infusion set had been used for two days. On (B)(6) 2021, she went to the emergency room due to high blood glucose level and diabetic ketoacidosis. She had high ketone levels which her health care professional assessed as dangerous/life threatening. She stayed in the emergency room for 6.5 hours and was subsequently admitted to the intensive care unit. During hospitalization, she was administered fluids of saline, insulin drip and unspecified drug intravenously (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2021, she was released from the hospital with no permanent damage. Previously, on (B)(6) 2021, they replaced four infusion sets in two days due to kinked cannulas. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.